Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. Pod download data revealed that it completed first and second priming sequences. Multiple timeouts and drive stall were observed in the download data. The needle mechanism and drive mechanism components were closely inspected , but no issues were found that would cause a failure to deploy needle. The actual root cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was activating a pod the cannula had not deployed in addition it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient applied a new pod. The pod was not worn